Manufacturer narrative:
There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. A medtronic representative went to the site to test the equipment. Testing found that the battery charger board and the batteries needed to be changed. Upon replacing the charger and batteries, the imaging system then passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(4) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while during a spinal fusion, the imaging system stopped during a spin. No error message was displayed, when switching to the foot-pedal, they were able to get a complete spin. The case was continued after a 15 minute delay with no impact to the patient.